Manufacturer narrative:
An evaluation will be performed when the device is returned.

Event description:
It was reported that the t2 deployed prematurely. No harm to the patient was reported.

Manufacturer narrative:
Visual assessment found the actuator is in its post t2 deployment position indicating a complete deployment. The ts and suture are free from the needle. Assessment of the construct showed t1 is missing a small piece of its proximal end. The insertion needle is dramatically bent on two planes. The depth limiter is damaged. Device was functionally tested for proper actuator advancement and cycling, but device would not function properly due to the bent needle. As the device is indicating a complete deployment of t2, premature t2 deployment cannot be confirmed. No root cause related to the manufacturing process could be established. Device history review confirmed no abnormalities were reported with this lot during manufacture. From the damage incurred use error cannot be ruled out as a contributing factor for the event.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device received. The procedure recorded was a meniscal repair. Neither t nor suture has been returned to assist with evaluation. A functional test resulted with a normal advancement and cycle. There is no indication of aggressive use or disfigurement of the needle on this device. Several factors influence adherence of the implants including implant location, tissue condition and device ability. It is undetermined which factors contributed to stated complaint. There is no manufacturing information supporting the nature of the complaint. No further investigation is warranted at this time.